Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with atrial flutter prior to the implant procedure of the right atrial (ra) lead. The lead was implanted but before leaving the laboratory, device interrogation showed the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.